Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-1927bct-475 biocomposite corkscrew ft was cracked and broke. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information was received on 11/21/2024: the screw was not noticeably cracked when out of the box. The screw began to crack upon insertion however it was noticed prior to any fragments breaking off in the shoulder. The case was completed still using a corkscrew anchor overpunched with a larger punch to help with ease of insertion. The case went smooth and was time under anesthetic was not affected, nor was the patient.

Event description:
Additional information was received on 11/21/2024: the screw was not noticeably cracked when out of the box. The screw began to crack upon insertion however it was noticed prior to any fragments breaking off in the shoulder. The case was completed still using a corkscrew anchor overpunched with a larger punch to help with ease of insertion. The case went smooth and was time under anesthetic was not affected, nor was the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.